Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump housing was damaged and the pump usb port was loose resulting the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose 199 mg/dl.